Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred during the load sequence. Customer's blood glucose level was in the 200 mg/dl range. Reportedly, the customer reverted to manual injections as alternate insulin therapy.